Event description:
Caller reported a cartridge alarm 20 with their insulin pump, which caused concern. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the pump and advised the caller on using a multiple daily injection (mdi) backup therapy to ensure uninterrupted insulin delivery.